Event description:
It was reported that following the successful implant of a transcatheter aortic valve, it was noted there was some difficulty retrieving the nose cone of the delivery catheter system (dcs) due to the pronounced angulation of the patient's anatomy. An elevated gradient was observed following the valve implant, so a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (beckton dickson atlas) 22 x 40 millimeter (mm) balloon. Upon the inflation of the balloon, it became trapped within the valve. A second inflation was performed, resulting in dislodgement of the valve towards the aortic arch. The dislodged valve was snared, and a second valve was implanted valve-in-valve. Additional information was received that a pre-implant balloon dilation was performed with a non-medtronic 20 x 40 mm balloon. The deployment starting point was in the middle of the pigtail catheter. Before the dislodgement, the transcatheter valve depth was 3 mm below the radiopaque ring of the 25 mm non-medtronic surgical valve. After the dislodgement, the valve was ejected into the aortic arch due to the sinotubular junction (stj) and dilated ascending artery. The patient anatomy angulation was greater than expected by the computed tomography (CT) scan, where it started to get caught right at the nose cone exit, and contributed to the dislocation.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {(B)(4)}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} product ID {(B)(4)}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, it was noted there was some difficulty retrieving the nose cone of the delivery catheter system (dcs) due to the pronounced angulation of the patient's anatomy. An elevated gradient was observed following the valve implant, so a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22 x 40 millimeter (mm) balloon. Upon the inflation of the balloon, it became trapped within the valve. A second inflation was performed, resulting in dislodgement of the valve towards the aortic arch. The dislodged valve was snared, and a second valve was implanted valve-in-valve.

Event description:
Additional information was received which confirmed that the nose cone did not contribute to the valve dislodgement.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be completed. A complete set of fluoroscopic intraprocedural images was available for review. Fluoroscopic imaging demonstrated the presence of an indwelling surgical aortic valve with significant aortic regurgitation, reportedly a non-medtronic 25 mm valve, as well as a dilated ascending aorta. Fluoroscopic inspection of valve loading demonstrated appropriate loading. It was reported that a pre-implant balloon aortic valvuloplasty was performed; however, there was no fluoroscopic evidence of this procedure prior to valve implantation. Valve depth assessment prior to final release was not captured. Post implant imaging indicated that the valve appeared to be adequately positioned within the failed surgical valve. An abnormal angulation of the delivery catheter system was observed, which resulted in difficulty during system withdrawal and necessitated guidewire manipulation to safely remove the delivery system. Fluoroscopic evidence indicates that post-implant balloon dilation was performed twice. During withdrawal of the balloon catheter, notable interaction with the valve frame was observed, which resulted in valve dislodgement into the ascending aorta. The dislodged valve was subsequently snared in the ascending aorta. A second valve was then loaded, with fluoroscopic imaging confirming appropriate loading. Fluoroscopic review suggests that up to two recapture attempts may have occurred, as the valve was observed at different implantation depths. During the initial deployment attempt, the point of no recapture appeared to have been surpassed; however, no issues were reported or observed in association with the suspected recapture attempts. The initially dislodged valve remained in the ascending aorta. The second valve was successfully implanted, with no fluoroscopic evidence of residual aortic regurgitation. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.